Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was not known. Customer delivered a correction bolus via pump to address bg level. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.